Event description:
It was reported that the patient was symptomatic and the pacemaker mediated tachycardia (pmt) did not appear to activate. It was determined that the pmt had been suspended for 90 seconds as per the device programming following a previous application of pmt, and it was possible that the strip that indicated pmt had not activated had been taken during that suspension period. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).